Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have micro-dislodged as the threshold changed from 0.8v @ 0.5ms to 1.6v @ 0.5ms. The patient was also concerned he may have been shocked because his left shoulder twitched. No further interventions are necessary or planned to date. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.